Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va02a9q, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since implant, she did not notice any different in her symptoms. She had device for frequency and pressure. Patient stated her bladder was still sporadic and spastic. She had to keep going to the bathroom and did not always empty fully. Patient stated lately, it had not been working as well. She had tried several programs and found one that helped the most but if she increased even by one notch, she felt it in her foot. Patient also reported that her healthcare provider (hcp) asked her to turn stim off for a while and compare the results with when stimulation being on. She tried but did not have the time to really see the effect. She was fine for a day and a haft then one night it was out of control, so she turned stim back on and took xanax. She wanted to try again when she did not have so many other appointments and could be home. It was indicated patient had some chronic medical conditions. During the call, patient reported stim surge whether she was holding still or moving and if she increased one of the programs, she felt stim in her foot. She felt stim supper strong in her bicycle seat when pas sing through a store entrance. It went away within seconds. It was indicated decreasing amplitude eliminated the uncomfortable stim. Patient stated she carries her patient programmer with her in case it does not go away on its own. It was also reported that the implantable neurostimulator (ins) was uncomfortable; she noticed it when she leans back and she had to be careful how she moves, sits and bends. It was indicated she had lost weight. She just recently went from (B)(6). The wire was a bump and that stick out of her back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.